Event description:
An ophthalmic technician reported a patient who has chronic dryness beyond normal amount in the left eye post lasik. Additional information provided states that the patient was seen in follow up and the dryness was still present. The patient had no complaints, but it was suggested the patient continue using the artificial tear gel and a cyclosporine ophthalmic emulsion.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).